Event description:
Healthcare professional reported right side infection and open wound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and wound dehiscence.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., a.6., b.3., b.5., h.6., h.10. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later it was reported an exposed implant.